Manufacturer narrative:
On 10/19/2020, mentor became aware that the awareness date for this complaint was reported incorrectly in field g4. The actual awareness date was 7/15/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-dec-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced left-sided breast cyst which was observed on (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the affected device was mentor memorygel breast implant 500cc, serial number (B)(6), lot number 7475132, catalog number 3505700bc. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the patient has the following history: athena. Breast cancer- left stage ii((B)(6) 2015) , right stage in situ (B)(6) 2015). Tissue expander (B)(6) 2016 mentor artoura ultra high profile. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast reconstruction primary with unspecified gel mentor devices experienced swelling, which required medication. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.